Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure with ipom (intra-peritoneal onlay mesh), a broken jaw was noted on a force bipolar instrument. A fragment fell inside the patient. It is unknown if the fragment was retrieved.